Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. On (B)(6) 2017, the customer reported that appointment with the healthcare provider (hcp) went well, the hcp increased the customer's bg level in order to manage the bg.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and a correction bolus was delivered via the pump. The customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with fluids. The cause of the high bg was not known; however, the customer's healthcare provider noted that the customer's non-diabetes related medical condition have a direct impact to the bg level (manic-bipolar episodes coincide with elevated bg levels). While in the hospital the customer received medication for the bipolar episode. The customer was discharged on (B)(6) 2017 with the high bg and dka resolved. The customer has been working closely with the endocrinologist to manage diabetes.